Manufacturer narrative:
Additional information for h4: lot 20b008 was manufactured february 7-10, 2020. H10: the device was received for evaluation. The unit was returned to the plant containing fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed, and no issues were noted. Based on the evaluation finding, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) ¿could not be filled¿. This was identified during preparation. There was no patient involvement. No additional information is available.